Event description:
Additional information received confirmed that as a resolution the insertable cardiac monitor (icm) was reprogrammed.

Manufacturer narrative:
Correction: previously reported as "incorrect interpretation of signal" in report 2017865-2025-51285 is corrected as "incorrect measurement".